Manufacturer narrative:
Initial reporter occupation: sr. Global post market surveillance specialist. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 2 3 ml bd luer-lok¿ luer-lok¿ tips experienced a broken/damaged plunger rod which was noted prior to use. The following information was provided by the initial reporter: caller reported [plunger from the syringe became "unraveled." Number of occurrences: 2. Did the caller insert the needle into the cartridge and encounter fill resistance? - no. Product with issue - bd 3ml syringe, pn 309657. Product lot # - 9015821. Did issue cause any injury? - no. Did customer require medical intervention? - no. Is product manufactured by bd? - yes, sample is available for investigation. Caller was able to successfully fill a cartridge. No further distributor follow up is required.

Event description:
It was reported that 2 3 ml bd luer-lok¿ luer-lok¿ tips experienced a broken/damaged plunger rod which was noted prior to use. The following information was provided by the initial reporter: caller reported [plunger from the syringe became "unraveled." Number of occurrences: 2 did the caller insert the needle into the cartridge and encounter fill resistance? - no product with issue - bd 3ml syringe, pn 309657 product lot # - 9015821 did issue cause any injury? - no did customer require medical intervention? - no is product manufactured by bd? - yes, sample is available for investigation. Caller was able to successfully fill a cartridge. No further distributor follow up is required.

Manufacturer narrative:
H.6. Investigation: since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident, therefore a root cause could not be determined. Furthermore, a device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. H3 other text : see h.10.